Manufacturer narrative:
One video was returned for evaluation. Visual inspection from observing the video found the tubing to be kinked. The reported customer complaint has been confirmed. In attempt to reproduce failure mode, one tube was taken from production and was bent with the hand for several minutes. As a result, the tube bent and remained in that position. The most probable cause of issue has been determined to be that the tube became damaged after it left shm facilities, or a lack of detection by production personnel. Definitive problem source is unknown.

Event description:
Information was received that the tubing was kinked on a smiths medical endotracheal tube, causing ventilator to alarm. Incident occurred while in use with a patient. It was reported that no patient injury resulted, and no medical intervention was required.